Event description:
It was further reported that the patient expired and no other details were provided around the death. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation into the vf/vt/af/at (chest pain and suffered ventricular fibrillation and cardiac arrest) issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the vt/vf was not determined. .

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 94-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. The patient had the 2.5 pump for the multi-vessel intervention. The pump support was for 30 minutes when the pump was explanted and the patient suffered from ventricular fibrillation, coded, and expired. The physician noted the death was not related to the impella 2.5.